Event description:
Revision 21 surgery 21 months post-op for pain due to loosening, that was a result of problems encountered during the primary surgery. Before the primary tka, this knee was already operated on about 6 times, so the soft tissue was very damaged and tight. During the primary tka surgery, when the doctor impacted the cemented tibial baseplate, the position was too lateral, but it was too late to change, because the cement had already hardened. The patient had pain and therefore the surgeon decided to revise the tibial baseplate. There was loosening of the tibial baseplate, because the cement did not adhere to the implant. There was no problem with the bone or implant or cement. Reference MFR report 3005180920-2014-00037.